Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, crease fold, red particles and weight to the specification. A microscopic analysis was performed which identified three striated edge opening, consist with use of a surgical tool. Based on the device analysis the final assessment is: three striated edge opening on anterior due to surgical damage. The reason for reoperation is rupture.

Event description:
Health professional reported left side rupture. Device has been explanted.